Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer had been experiencing high blood glucose levels for a few days prior to being hospitalized. Troubleshooting was performed and the insulin pump passed the prime test. The insulin pump was programmed correctly also.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.